Manufacturer narrative:
(B)(4). This report was previously submitted incorrectly under report number 0001822565-2017-05735. Concomitant medical products: 00630505632, xlpe liner standard 32 mm, 61909162; 00620005622, shell porous with cluster holes 56 mm, 61934261; 00771100900, femoral stem 12/14 neck taper, 61963061; 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm length, 61953455. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05736. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient received a closed reduction procedure four years post-implantation due to dislocation. Attempts to obtain additional information have been made; however, no more is available at this time.